Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the bur does not lock into the visao drill and visao drill overheats. After properly inserting the bur and turning into the lock position, the bur does not lock in and is easily pulled out. New bur was tried with the drill but same issue occurred. The procedure was completed with the reported product. The speed, irrigation and mode were all normal. The issue was that they were unable to successfully lock the bur in place. Customer did not mentioned overheating but said it was warm to touch. This was a refurbished drill sent to customer and in the first case, the locking mechanism was not functional. There is no injury to the patient.

Manufacturer narrative:
H3: analysis could not verify customers complaint excessive heat. Performed pre-temperature test and after 1 min temperature rear was 84.3, middle was 84.9 and nose was 85.1. However, the bearings and nose cone were corroded. H6: previous codes fdm b17, fdr c20 and fdc d14 no longer applicable. Additional code: img g04063 no longer applicable. Analysis received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per analysis the pre-repair temperatures were within allowable maximum temperature for me equipment parts therefore making this event not reportable.